Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, impella cp cannula found to be kinked resulting in poor flow. Physician attempted to reposition the catheter to remove the kink but efforts caused impella to pull back across aortic valve (av). Physician was able to advance impella to recross av but cannula kink remained any time impella was in the left ventricle (lv). Pump was replaced with another impella cp pump. No patient harm was reported.

Manufacturer narrative:
The returned pump was visually inspected and a kink in the cannula near the outflow was confirmed. Low pump flow or suction or non-pulsatile motor current from a kinked cannula that resulted from improper pump positioning. This report is being filed as part of a retrospective review of historical records.